Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact, the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was confirmed. Error code 46510 appeared at start-up. The main board was replaced during the repair process for the issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error 46510 during bench test. No patient involvement was reported.